Event description:
A report was received that the newly implanted patient had no control of his right leg whether stimulation is on or off. The physician believed it was procedure related.

Event description:
A report was received that the newly implanted patient had no control of his right leg whether stimulation is on or off and was also having trouble controlling his left leg. The physician believed it was procedure related.

Manufacturer narrative:
Correction to initial MDR: additional information was received that the loss of control over both legs resolved without medical intervention.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50c; model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.